Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the evis exera iii video system center displayed an e216 and b30 scope communication error messages. The customer indicated that the scope was the issue, but some times they got error messages for no reason. The error messages had occurred several times in the past. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h4 additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.